Event description:
It was reported that during a rotator cuff surgical procedure it was observed that only with high force was the obt_button_4.0,167cw_mitek obturator device able to be disconnected from the she_2rstck_5.9,30,167cw_ mitek arthroscopic sheath. It was noted that both components look badly finished. During in-house engineering evaluation it was determined that the black o-ring of the sheath was broken. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d10. Concomitant med products and therapy dates: obturator device (31jan2025) investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. ¿ visual inspection of the returned device found scratch marks inside the shaft indicating heavy use in the field. The black o- ring was broken, the broken part was not returned for evaluation. A functional test was performed, the return obturator was assembled in the sheath; as a result, the device could be assembled and disassembled as intended and without any resistance. The overall complaint was not confirmed as the observed condition of the she_2rstck_5.9,30,167cw_ mitek would not have contributed to the complained issue. Based on the investigation findings, the potential cause for the device observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure, such as: continuous use of the device. As per instructions for use (IFU), inspect for damaged, defective, or bent endoscopic accessories. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.